Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardiac monitor exhibited a diagnostics anomaly. The device indicated no transmissions were sent although transmissions were delivered. No intervention was performed. The patient was in stable condition and will continue to be monitored.